Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during device inspection, that the hysteroscope's eyepiece funnel was scratched. However, upon further review, it has been determined that the reported malfunction is not a reportable malfunction. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the hysteroscope's eyepiece funnel was scratched. There were no reports of patient involvement.